Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if these 144 pieces return in this complaint are just samples or did this devices present the same issue? Customer reported the incidents as stated, but all of the sutures came from the same lot number. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. The suture popped off. The case was completed with same box of suture. No adverse patient consequences were reported. Additional information was requested.